Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leaflet tear. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with an mr grade of 4. Two clips were implanted successfully, reducing mr to 2. A third clip delivery system (cds) was advanced to the mitral valve and the leaflets were grasped without issue. After 2 minutes, it was noted that the mr increased to 3 and an anterior leaflet tear was observed. The clip was not implanted and the cds was removed. Two clips were implanted, reducing the mr to 3. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. A definitive cause for the reported tissue damage could not be determined in this incident. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use , is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of tissue damage and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.